Event description:
It was reported the EKG won't show on 3-lead and the monitor states "connect lead".

Manufacturer narrative:
Initial reporter updated due to new information received. Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.

Manufacturer narrative:
Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.